Manufacturer narrative:
Concomitant medical products: product ID: 9733597, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they found the system had a faulty wire link in the link box. Replacement is pending customer payment. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system had a faulty wire link in the link box. There was no patient involvement. Additional information received from a manufacturer representative reported the emitter functionality was impacted. The doctor broke the cable after repeated use.